Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was observed during evaluation caused by a failed speaker. The rear case (including the failed speaker) was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.